Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 540-541 mg/dl; cause was not known. Customer administered a manual injection to address bg level. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with technical support, the customer corrected the time and resumed insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.